Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 15384691. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 16533324/16975894/16975894/16975894. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 15285192/15285192.

Event description:
It was reported that the patients epidural leads were surgically abandoned due to ineffective therapy. It was also reported that one of the patients peripheral lead had migrated. The patient underwent a revision procedure wherein one peripheral lead was surgically abandoned due to scar tissues and was replaced with a new lead. During the procedure the patients epidural leads with the anchors were explanted. The patient was doing well post-operatively and the explanted leads will not be returned.